Manufacturer narrative:
It was reported that the sureshot instrument was found broken during set up /inspection. No surgery or patient involvement. The associated sureshot targeter, intended to use in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. The review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. The device was manufactured in 2016. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device 71692851) for use. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation of this report is inconclusive. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the sureshot instrument was found broken. This was found during set up / inspection. No surgery or patient involvement.